Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that during impella cp support, the patient¿s foot was cold without pulse and thigh appeared slightly mottled. The physicians are aware and they did a vascular ultrasound that showed slow flow. They will reevaluate when the pressors are lowered. Pressors were actively weaning. The patient had poor prognosis and was not trending in the positive direction. The family made the decision to withdraw care and the patient expired.